Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. On 08/27/2024, the patient felt lightheaded and disoriented. The patient¿s cgm reading was 396 mg/dl, and no bg meter comparison was taken at this time. The patient¿s brother took the patient to the emergency room around 8:00 am. At the hospital, the patient was instructed by the doctor to remove her sensor and omnipod pump. A fingerstick measurement was taken at the hospital and the bg reading was 500 mg/dl and no cgm reading was documented as the patient already removed the sensor. The patient was diagnosed with diabetic ketoacidosis and treated with intravenous insulin. On (B)(6) 2024 at around 9:30 pm, the patient was discharged from the hospital. At the time of the report the patient was feeling exhausted. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.